Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the consumer died due to a car accident. Based on preliminary information the consumer may have committed suicide. It was noted the relation between stimulation therapy and the adverse event remains unclear. The dates of the study were noted as "(B)(6) 2015. (B)(6) 1900," but it was unclear if this was the date of death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.